Manufacturer narrative:
Insulin pump was received with blank display due to problem isolated on the interface board. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400 mg/dl. The customer not mention any symptoms. The customer treated with bolus her blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer's current blood glucose value was 378 mg/dl. Customer reported troubleshoot for high readings. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The drive support cap appears normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The wishes to perform high pressure test. Customer does not have a tubing clamp available. Explained the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.